Event description:
It was reported that a small peg drill used for tibial preparation broke intra-operatively, and both pieces were recovered. The surgeon also reported that a 4-in-1 block appeared bent, and the saw would not pass through a portion of the block. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 4-in-1 posterior referencing cut guide size 9, #item 42509904466, #lot zb6878145. Therapy date: (B)(6) 2025. H6: suggested component code: mechanical (g04) - drill. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.